Event description:
Customer reported that during pre-test a doctor confirmed the evacuation failure in trach cuff. Customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). Investigation is ongoing. The sample is expected to be returned for analysis.